Manufacturer narrative:
(B)(4). The affected product has been received and the eval is pending. A follow-up report will be submitted once the eval is completed.

Event description:
The customer reported that after inserting an IV catheter the user was flushing the t-connector with a 10ml saline syringe and leaking was noted at the female luer and male luer syringe tip connection. No pt harm or medical intervention occurred. No further pt/event info was reported.